Event description:
The consumer has had 2 incidents regarding this mvp chair. The first in 9/03 allegedly resulted in a 4" cut requiring butterfly tape, when the bolt from the right fork and stem allegedy snapped. The second incident was 12/2003 when the right frame, where the back cane attaches to the rest of the frame, allegedly broke. No injury alleged as a result of the last incident.